Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that nurse reported a channel error last week. No further information is available. No products will be sent in for investigation. No patient harm reported. The affected channel was still on the pump and had not been removed when nursing leadership investigated the event. The issue was reported to bd associate during their site visit.